Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore extension set disconnected from an unspecified device. This occurred while the user was attempting to connect the extension set to an intravenous catheter, which was connected or being connected to the patient's arm. There was reportedly patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.